Event description:
The biomedical engineer (bme) reported that the patients' data for 2 bedside monitors disappeared from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patients' data for 2 bedside monitors disappeared from the central nurse's station (cns). No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed to be caused by a device failure. As such, a root cause cannot be determined. The customer was able to provide logs in a timely manner. However, the logs that were provided no longer contained the necessary information regarding the event. The cns losing patient information is likely related to user workflow issues when admitting patients or due to the hospital's network environment as the cns and bedside monitors communicate across a network. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. 08/24/2021 emailed customer via microsoft outlook for all items under the no information section. A reply was received with the requested concomitant device information. However, the customer was not able to provide the patient information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: bsm-1733. Serial #: (B)(6). Device manufacturer data: 03/15/2016. Unique identifier (UDI) #: (B)(4). Model #: bsm-1733. Serial #: (B)(6). Device manufacturer data: 03/11/2016. Unique identifier (UDI) #: (B)(4). Model #: bsm-6501a. Serial #: (B)(6). Device manufacturer data: 08/17/2015. Unique identifier (UDI) #: (B)(4). Model #: bsm-6501a. Serial #: (B)(6). Device manufacturer data: 07/24/2015. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the patient(s) data for 2 bedside monitors have disappeared from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient(s) data for 2 bedside monitors have disappeared from the central nurse's station (cns). No patient harm was reported. They will send the log files in for evaluation by nk. Concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: bsm-1733 serial #: (B)(4) device manufacturer data: 03/15/2016 unique identifier (UDI) #: (B)(4). Model #: bsm-1733 serial #: (B)(4) device manufacturer data: 03/11/2016 unique identifier (UDI) #: (B)(4). Model #: bsm-6501a serial #: (B)(4) device manufacturer data: 08/17/2015 unique identifier (UDI) #: (B)(4). Model #: bsm-6501a serial #: (B)(4) device manufacturer data: 07/24/2015 unique identifier (UDI) #: (B)(4).